Event description:
It was reported that a one-link set had a clotted line. This occurred during patient infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.